Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient never established effective therapy. System diagnostics determined high impedances on the lead. The patient underwent surgical intervention on (B)(6) 2016 where the lead was unplugged from port 2 of the ipg and plugged into port 1 which resolved the issue. Effective therapy was restored postoperatively.